Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system failed to boot. Upon troubleshooting, the fse found issue with flex pc. The supplier's part analysis conclusively determined the cause of flexvision pc failure was due to defective power supply. To resolve the issue, the fse replaced flexvision pc and downloaded software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.